Manufacturer narrative:
H3: product analysis of 145-5091-150, item: 10, lotno:b588428 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened echelon-10 outer carton and within an opened echelon-10 inner pouch. The guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~64.0cm from the proximal end. Dried blood was found throughout the micro catheter body. The distal micro catheter has evidence of steam shaping. A puncture was found proximal to the marker band. The distal tip and marker band were found to be crushed and kinked. Testing/analysis: the total length was measured to be ~152.5cm, and the usable length was measured to be ~144.6cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed, and water did not exit the distal end. A 0.0165¿ mandrel was inserted into the hub, through the micro catheter and became stuck at the proximal blood location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ confirmed. It is possible the puncture occurred due to the tip shaping/preparation caused the tip to be damaged. The micro catheter wall was found thinning at the location of the puncture which could have occurred due to steam shaping. Damage to the catheter could have occurred due to using an incorrect heat source (steam heat should be used), holding the catheter tip too close to the heat source (1 inch), or due to holding the device against the heat source too long (approximately 10 seconds). It is also possible the puncture occurred due to the tip kink/crushing found. As the guidewire used in the event was not returned, any contribution of the guidewire towards the catheter puncture could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The micro catheter was found with blood within the catheter lumen. Typically, the guidewire would be inserted into the micro ca theter prior to insertion into the guide catheter/body and if the puncture was observed, the device would not be used. However, the found blood suggests that the micro catheter was potentially used by inserting into the guide catheter with insufficient continuous flush used, causing the blood to backflow up the micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a echelon catheter punctured (guidewire/stylet) at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Vessel tortuosity was minimal. Access vessel diameter (8 mm). The patient was being treated for aneurysm embolization. The access vessel was the femoral artery. The micro-guidewire was planned to be placed into the aneurysm cavity, but the micro-guidewire passed directly through the tip of the microcatheter, and the tip of the microcatheter was damaged. The catheter was flushed as indicated in the IFU. There was no friction or difficulty during insertion of the guidewire/stylet. Aside from puncture, there was no other damage to the catheter. It was unknown if there any kink or damage on the guidewire/pushwire/stylet. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.